Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump keypad was observed to be intact. The keypad buttons were tested and all of the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were observed. The pump was opened and moisture was observed on the pump keypad flex cable.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down, ok, and contrast buttons were under responsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.